Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received visual inspection found arc marks on the front of the pulse generator can.

Event description:
It was reported that the patient went asystolic upon entry into the pocket for a device upgrade. The pulse generator was explanted and replaced.